Event description:
On 19-sep-2025, the user reported a low blood glucose (bg) event of 54 mg/dl about three hours prior. The user had eaten dinner but forgot to announce the meal, leading to corrective insulin dosing that caused the low bg. The user treated/ corrected the low bg with 24 oz of soda and a snickers bar, and a fingerstick at the time of call showed bg at 144 mg/dl. The agent advised not to announce meals outside the 30-minute window to prevent overcorrection. The lowest blood glucose (bg) recorded was 54 mg/dl. The user's reported symptoms during the event included sweating and lightheadedness. No medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.